Manufacturer narrative:
Additional manufacturer narrative:the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
As reported, the device ws explanted after an implant duration of approximately 7 years due to mitral stenosis. The patient was presented with medical symptom (mitral stenosis, dyspnea, class iii/IV) that requested a redo. Patient was stable. Per health-care provider, the event was not related to a device malfunction. No other details reported.

Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Follow-up for additional information was requested but no additional information was provided due to privacy purposes and patient's confidentiality. Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. No further actions are possible with the available information.